Event description:
Boston scientific received information that this patient with a competitor right ventricular (rv) lead exhibited noise and oversensing that lead to pacing inhibition of greater than 2 seconds of asystole. As a result, the rv lead was surgically abandoned and replaced. The device remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.